Event description:
Pharmguard v1.3.1543 software with pump firmware v4.1 was loaded onto the smiths medical medfusion 3500 series syringe pumps. The safety software was implemented in one of the patient care units, and shortly after implementation, the staff questioned the bolus function. The bolus function appears on the pump screen before the general infusion is started. The staff on this unit does not use the bolus function, so their process was to disable the bolus before the normal infusion began. The next phase was to implement the safety software for a different patient care unit. This patient population requires the bolus function for select meds (i.e. Sedatives/paralytics/analgesics). Surprisingly, once the function is disabled at the setup of the infusion, the user can never initiate another bolus again during the infusion. This is a serious safety issue when staff must bolus a drug for the safety and well being of the patient. Once the bolus feature is disabled before the infusion begins, at no time during the infusion can staff ever initiate a bolus. The pharmguard safety software allows clinicians to enable or disable the bolus function within the drug library configuration at different levels; such as care area or drug which is invisible to the end user on the pump. However, the pump will not allow you to enter a zero value on the screen for a bolus so this work around is not an option. Our pharmacist was recently contacted by a software specialist from smiths medical. After working together, the specialist expressed that the safety software is corrupted or has a glitch. It should also be noted that one drug (propofol) can be bolused during an infusion, but smith's software specialists cannot determine why only this one drug works as the program is designed while all others do not. The FDA should also recognize a human factors problem with this device: the bolus button must be used as a prime button. The definition of bolus and prime are very different.